Event description:
It was reported that the pt missed his refill in 2008. By the time the pt got to the clinic on the following month, he was seizing in the parking lot. They sent him immediately to the emergency room. The pt experienced severe withdrawal symptoms including a fever of 103 degrees fahrenheit and problems maintaining blood pressure. The pt was intubated and admitted to the intensive care unit. Later the following day, the pt was having difficulties with hypotension, tachycardia and had also experienced a heart attack. The hcp was uncertain if the heart problems were related to the pump. The physician administered a 50 mcg bolus of intrathecal baclofen over 10 minutes and programmed a simple continuous infusion of 800 mcg/day (previously the patient had been at 840 mcg/day). The concentration of the baclofen was not reported. The patient passed away later in the week. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.